Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this device and associated right atrial (ra) lead and right ventricular (rv) lead displayed noise. The noise was able to be easily reproduced with isometrics. The patient was seen for a revision procedure where the ra lead was explanted. A new ra lead was implanted. The pace/sense portion of the rv lead was capped; a new rv pace/sense lead was implanted. The device was prophylactically explanted due to inclusion in an advisory. There were no additional adverse patient effects reported. The device was returned for analysis.